Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while setting up the device for use, it was observed that when plugged in with ac, it shows "no power". There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device will only work on battery power. Both leds on the front panel are illuminated and the power cord is seated and verified good. The voltage at the power management (pm) printed circuit board j1 connector brown/orange pins for power supply output are zero, and the black/red pins' voltage is 15vdc. The rse advised the customer to replace the power supply to correct the issue and provided the necessary parts ID.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.